Event description:
This unsolicited literature device case from (B)(6) was received on 11-jun-2015 via conference abstract: nishitai r, manaka d, hamasu s, konishi s. Five cases of fascial dehiscence with use of seprafilm noted early after hepato-biliary-pancreatic surgery "sprafilm" as a possible risk factor of fascial dehiscence. The 27th meeting of japanese society of hepato-biliary-pancreatic surgery; 2015 jun 11-13; tokyo, japan. From this abstract, four other cases created were: (B)(6) (cluster cases). This case concerns a (B)(6) female patient who developed wound infection (subcutaneous) after placement of seprafilm. Patient had no diabetes mellitus, anemia, radiotherapy and no allergy. Patient was non-smoker. Patient had papillary cancer, appendicectomy in 1968. Patient was generally healthy with good nutrition status. No past drugs were reported. Patient did not receive any concomitant medications. On (B)(6) 2010, the patient was admitted to the reporting hospital for surgery. It was reported that an endoscopic retrograde biliary drainage (erbd) tube was placed before surgery for papillary cancer. On (B)(6) 2010, patient underwent subtotal stomach-preserving pancreaticoduodenectomy (ssppd-iia-1), which was an elective surgery, performed in upper abdominal median incision approach. It was reported that 2 sheets of seprafilm were applied under the wound (formulation, route, batch/lot number and expiration date: not provided). Seprafilm was not applied directly to the anastomosis site. No hyperthermic therapy was performed during the surgery. There was no infection in the application site. The condition of application was favorable. The operating surgeon was experienced in using seprafilm. No preexisting adhesion was observed and adhesiolysis was not performed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (5l). Patient's pancreatic head and duodenum were resected. No pre-existing non-purulent inflammation or infection was observed in the resection sites. The resection sites were anastomosed with a device and hands (continuous/interrupted anastomosis). The inner layer was sutured with 5-0 pds-ii and the outer layer was sutured with 4-0 vicryl (absorbable, synthetic, mono/multi threads). The ligature was absorbable, synthetic, multi thread (3-0 vicryl). Operative field was clean-contaminated (involved incision of gastrointestinal tract). The length of laparotomy incision was 25 cm, and involved suturation of 3 layers. The first layer (peritoneum) was sutured with absorbable, synthetic, multi thread (2-0 vicryl, continuous suture). The skin was stapled with skin stapler. No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 8 hours. The volume of haemorrhage was 629 g and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. On (B)(6) 2010, 5 days after placing seprafilm, pus discharge from the lower edge of the wound was noted and mild wound infection [subcutaneous] was confirmed during medical care. The amount of fluid through the drain was large at 440 ml, above 100 ml on postoperative day (pod) 1, pod 2, and pod 3 respectively. The same day, pus culture of the midline wound site for general aerobes and anaerobes was done and enterobacter cloacae was isolated. On (B)(6) 2010, patient had pyrexia of 38î the same day, patient's white blood cell count was 10550/mcl and c-reactive protein was 6.1 mg/dl (normal range: not provided for both). The wound was opened for pus drainage. Subsequently, the pyrexia was resolved and the wound pain improved. On (B)(6) 2010, patient's skin was resutured. On (B)(6) 2010, patient was discharged from the hospital. It was reported that the hospitalization was prolonged due to the event. No rehospitalization, re-laparotomy, or drug therapy was performed for the event. As of (B)(6) 2015, patient had recovered from the event. The author concluded that seprafilm did not affect post-operative morbidity of hepato-biliary-pancreatic (hpb) surgery. It was not a significant risk for wound infection (subcutaneous), although wound infection (subcutaneous) was rare; patients with latent infection (due to biliary drainage with fistula) were at high risk. In the author's opinion, in hepato-biliary-pancreatic (hpb) surgeries, serious wound infection (subcutaneous) could occur by the addition of the placement of seprafilm to the multiple risk factors, and care would be exercised in the use of seprafilm. Corrective treatment: pus drainage outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) no product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot released procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Diagnosis: wound infection (subcutaneous) (postoperative wound infection). Reporting surgeon's seriousness assessment: serious (hospitalization). Reporting surgeon's causality assessment: unknown. Reporting surgeon's comment: possible causative factors for the event were unknown. The possibility that seprafilm played a causal role in the event was low (assessment: unknown). Additional information was received on 30-jun-2015. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 08-jan-2016. The event term from fascial dehiscence shortly after surgery was updated to wound infection (subcutaneous). Reporter's causality was updated from possible to unknown. Seriousness criteria was updated from important medical event to hospitalization. Event onset date was added. Outcome was updated from unknown to recovered (on 21-aug-2015). Treatment start date and dose of seprafilm was added. Patient's age weight and height were added. The reporter's comment, medical history and laboratory data was added. Corrective treatment was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 13-jan-2016: this case concerns a patient who received seprafilm to prevent postoperative adhesion after pancreatoduodenectomy and later on developed wound infection. Based upon the available information a positive temporal relationship can be established which indicates a possible causal role in the occurrence of the event and the application of the product. However, lack of information regarding the postoperative medical care provided after the surgery and other pre-disposing factors precludes complete case assessment.

Event description:
This unsolicited literature device case from (B)(6) was received on 11-jun-2015 via conference abstract: nishitai r, manaka d, hamasu s, konishi s. Five cases of fascial dehiscence with use of seprafilm noted early after hepato-biliary-pancreatic surgery "sprafilm" as a possible risk factor of fascial dehiscence. The 27th meeting of (B)(6) society of hepato-biliary-pancreatic surgery; (B)(6) 2015; (B)(6). From this abstract, four other cases were: (B)(6) (cluster cases). This case concerns a (B)(6) female patient who developed early postoperative fascial dehiscence and after placement of seprafilm. The patient did not have any past medical history. No concurrent condition, past drugs and concomitant medications were reported. On an unknown date, the patient was referred to the hospital where seprafilm (number of sheets, formulation, batch/lot number and expiration date: not provided) was placed for subtotal stomach-preserving pancreaticduodenectomy performed in upper abdominal median incision approach. It was reported that an endoscopic retrograde biliary drainage (erbd) tube was placed before surgery for papilla cancer. No blood transfusion was administered. The amount of fluid through the drain was large at 440 ml, above 100 ml, and above 100 ml, on postoperative day (pod) 1, pod 2, and pod 3, respectively. On pod 5 (between 2010 and 2011), the patient developed enterococcal wound infection and fascial dehiscence. The author concluded that seprafilm did not affect post-operative morbidity of hpb) surgery. It was not a significant risk for fascial dehiscence, although fascial dehiscence was rare, patients with latent infection (due to biliary drainage with fistula) were at high risk. In the author's opinion, in hepato-biliary-pancreatic (hpb) surgeries, serious fascial dehiscence could occur by the addition of the placement of seprafilm to the multiple risk factors, and care would be exercised in the use of seprafilm. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event. Reporter causality: possible (seprafilm possible risk factor for fascial dehiscence).

Manufacturer narrative:
A pharmaceutical tech complaint (ptc) was initiated with global ptc #(B)(4). No product lot number was provided by the reporter; therefore, genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot released procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Seriousness criteria: important medial event. Reporter causality: possible (seprafilm possible risk factor for fascial dehiscence). Add'l info was received on 06/30/2015. Global ptc number with results was added and the text was amended accordingly.

Event description:
This unsolicited literature device case from (B)(6) was received on 11-jun-2015 via conference abstract: nishitai r, manaka d, hamasu s, konishi s. Five cases of fascial dehiscence with use of seprafilm noted early after hepato-biliary-pancreatic surgery "sprafilm" as a possible risk factor of fascial dehiscence. The 27th meeting of japanese society of hepato-biliary-pancreatic surgery; 2015 jun 11-13; tokyo, japan. From this abstract, four other cases created were: (B)(6) (cluster cases). This case concerns a 58 year old female patient who developed wound infection (subcutaneous) after placement of seprafilm. Patient had no diabetes mellitus, anemia, radiotherapy and no allergy. Patient was non-smoker. Patient had papillary cancer, appendicectomy in 1968. Patient was generally healthy with good nutrition status. No past drugs were reported. Patient did not receive any concomitant medications. On (B)(6) 2010, the patient was admitted to the reporting hospital for surgery. It was reported that an endoscopic retrograde biliary drainage (erbd) tube was placed before surgery for papillary cancer. On (B)(6) 2010, patient underwent subtotal stomach-preserving pancreaticoduodenectomy (ssppd-iia-1), which was an elective surgery, performed in upper abdominal median incision approach. It was reported that 2 sheets of seprafilm were applied under the wound (formulation, route, batch/lot number and expiration date: not provided). Seprafilm was not applied directly to the anastomosis site. No hyperthermic therapy was performed during the surgery. There was no infection in the application site. The condition of application was favorable. The operating surgeon was experienced in using seprafilm. No preexisting adhesion was observed and adhesiolysis was not performed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (5l). Patient's pancreatic head and duodenum were resected. No pre-existing non-purulent inflammation or infection was observed in the resection sites. The resection sites were anastomosed with a device and hands (continuous/interrupted anastomosis). The inner layer was sutured with 5-0 pds-ii and the outer layer was sutured with 4-0 vicryl (absorbable, synthetic, mono/multi threads). The ligature was absorbable, synthetic, multi thread (3-0 vicryl). Operative field was clean-contaminated (involved incision of gastrointestinal tract). The length of laparotomy incision was 25 cm, and involved suturation of 3 layers. The first layer (peritoneum) was sutured with absorbable, synthetic, multi thread (2-0 vicryl, continuous suture). The skin was stapled with skin stapler. No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. The operative time was approximately 8 hours. The volume of haemorrhage was 629 g and no blood transfusion was performed. No other medical device was used concomitantly after the surgery. On (B)(6) 2010, 5 days after placing seprafilm, pus discharge from the lower edge of the wound was noted and mild wound infection [subcutaneous] was confirmed during medical care. The amount of fluid through the drain was large at 440 ml, above 100 ml on postoperative day (pod) 1, pod 2, and pod 3 respectively. The same day, pus culture of the midline wound site for general aerobes and anaerobes was done and enterobacter cloacae was isolated. On (B)(6) 2010, patient had pyrexia of 38î the same day, patient's white blood cell count was 10550/mcl and c-reactive protein was 6.1 mg/dl (normal range: not provided for both). The wound was opened for pus drainage. Subsequently, the pyrexia was resolved and the wound pain improved. On (B)(6) 2010, patient's skin was resutured. On (B)(6) 2010, the patient recovered from the event and was discharged from the hospital. It was reported that the hospitalization was prolonged due to the event. No rehospitalization, re-laparotomy, or drug therapy was performed for the event. As of (B)(6) 2015, patient had recovered from the event. The author concluded that seprafilm did not affect post-operative morbidity of hepato-biliary-pancreatic (hpb) surgery. It was not a significant risk for wound infection (subcutaneous), although wound infection (subcutaneous) was rare; patients with latent infection (due to biliary drainage with fistula) were at high risk. In the author's opinion, in hepato-biliary-pancreatic (hpb) surgeries, serious wound infection (subcutaneous) could occur by the addition of the placement of seprafilm to the multiple risk factors, and care would be exercised in the use of seprafilm. Corrective treatment: pus drainage. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot released procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event was reported at a later date, this product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Diagnosis: wound infection (subcutaneous) (postoperative wound infection). Reporting surgeon's seriousness assessment: serious (hospitalization). Reporting surgeon's causality assessment: unknown. Reporting surgeon's comment: possible causative factors for the event were unknown. The possibility that seprafilm played a causal role in the event was low (assessment: unknown). Additional information was received on 30-jun-2015. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 08-jan-2016. The event term from fascial dehiscence shortly after surgery was updated to wound infection (subcutaneous). Reporter's causality was updated from possible to unknown. Seriousness criteria was updated from important medical event to hospitalization. Event onset date was added. Outcome was updated from unknown to recovered (on (B)(6) 2015). Treatment start date and dose of seprafilm was added. Patient's age weight and height were added. The reporter's comment, medical history and laboratory data was added. Corrective treatment was added. Clinical course was updated and text was amended accordingly. Additional information was received on 29-mar-2016. The event stop date was added as (B)(6) 2010. Pharmacovigilance comment: sanofi company comment for follow up dated 29-mar-2016: the follow up information received does not change the overall case assessment. Sanofi company comment dated 13-jan-2016: this case concerns a patient who received seprafilm to prevent postoperative adhesion after pancreatoduodenectomy and later on developed wound infection. Based upon the available information a positive temporal relationship can be established which indicates a possible causal role in the occurrence of the event and the application of the product. However, lack of information regarding the postoperative medical care provided after the surgery and other pre-disposing factors precludes complete case assessment.